Event description:
The pigtail tip broke off in a patient. The patient had clotting. During the removal of a large portion of a clot, the pigtail tip was twisted off. The doctor snared the tip and there was no harm to the patient.